Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced blockage alerts that were not resolved by changing any of the components other than the tubing. The patient stated they did not see the tubing sets in the box and therefore continued using the original tubing, and therefore the alarm issue continued. Due to the repeated alerts, the patient stopped infusion and removed the battery from the pump. The patient did not take any insulin while off the pump, and no significant hyperglycemia occurred. No patient harm/adverse event was reported.